Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During surgery, the clips were loaded into an applier firmly, but some clips of them did not close. Although the non-closed clips were removed from the applier and tried to be closed with fingers or forceps, they did not close. Another device was used to complete the case. There were no adverse consequences to the patient. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4), d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * if possible, please confirm the number of clips affected by this issue? One clip affected. The following information was requested, but unavailable: * - package lot number of the clips? Unk. - please provide the applier product code and lot number? Unk. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? Unk. - when the event occurred, was the suture placed near the hinge of the clip? Unk. - were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Unk. ¿ was the applier checked for damaged (jaws straight and aligned)? Unk. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unk. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.